Manufacturer narrative:
(B)(4). Batch # n53x78. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what type of procedure was the device used in? Can you please clarify what was meant by, ¿cartridge of stapler was locked too tightly and surgeon failed to open it to use it?¿ was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was there difficulty inserting the cartridge? Was the device attempted to be fired at all when the issue occurred? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during an unknown procedure, when the surgeon was trying to use the device during surgery, surgeon could not fire this device because cartridge of stapler was locked too tightly and surgeon failed to open it to use it. So he changed device into new one, finished surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.